Event description:
On (B)(6), customer reports via phone that during an urology stent placement procedure, the system fluoro failed. Customer reports the physician had placed the stent and requested images to confirm the stent placement but since the room would not x-ray, they ended the procedure. Pt info not provided other than to say the procedure was completed and pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot problem to be a defective generator atp console board. Fse replaced defective generator atp console board and verified proper operation per hut service checklist qssrwi4.1. Unit passed checkout procedures and was returned to full service by the customer.